Event description:
Reporter states, "the surgeon tried to use a 8 mm insert, but it couldn't be locked well. A 10 mm insert was used instead." There was no adverse consequence to the pt or delay in surgical or anesthesia time reported due to this event.

Manufacturer narrative:
The results of the manufacturer's evaluation suggest that this event is not device related. No discrepancies were observed with the returned device.